Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) zimvie received one (1) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed, there was bone debris on the internal and external threads. Damage to the implant was identified. The implant had a fractured mount hex stuck inside. Mount body was not returned. Device history record (DHR) review was completed for the subject lot number 1260381. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1260381 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. Hex piece not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the mount fractured inside the implant and implant had to be removed with trephine and a new implant 4,8 was placed.